Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the inability to increase stimulation past 0.1 was that the right lead migrated. It was noted that the patient saw relief on the left lead and was moving forward to full implant based on their response to the left lead. The cause of one wire breaking off and the other coming out was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3057, product type screening device. Product ID 3057, product type screening device.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that they tried to switch the patient to the right side, but couldn't increase the stimulation past 0.1. They switched back to the left side and, again, couldn't increase past 0.1. They tried taking the stimulation down to 0 and going back up several times, but couldn't go past 0.1. The next day, it was reported that one of the wires broke off. The day after that, they reported the other wire came out so everything was shut off and the symptoms were back to the way they were before the trial. There were no further complications reported or anticipated.